Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014 product type: extension. (B)(4).

Event description:
It was reported that on (B)(6) 2014, a revision occurred because the incision started to open and there were sutures showing. The device was moved from the patient¿s buttock to her flank area. The patient had scars from the incisions. Everything was noted to be good at the time of this report. Follow-up was performed to determine if the cause of the event had been determined, if it was device related, if any troubleshooting had occurred, and if the patient was receiving effective therapy. This event will be updated if additional information is received.